Event description:
It was reported that when a device was used during a rectal resection, the anastomosis did not close completely. The anastemosis was hand sewn to complete the case. There were no consequences to the patient.